Event description:
(B)(4) received, a copy will be included with the report. This is 5 of 7 reports for this event.

Manufacturer narrative:
Catalog number: determined during investigation. This screw was received whole and intact. This screw appears to be a self-tapping cortex screw. If so, the major diameter of 4.22mm and length of 34mm length would make this a 214.834. The hex drive has light markings, consistent with normal use. The top of the head is in good condition. The band has some slight markings that appear to be galling. The bottom of the head has a wear mark with localized galling sufficient to cause some material loss. Some bio material remains at the bottom of the head also. The thread major diameter has been flattened into the shape of a "t" which affects the thread profile for nearly the entire length of the shaft. The tip and the face of the flutes have some light marks. The dimensions that could be measured are within specification. A review of the design, complaint history and risk analysis indicates that the design is adequate for its intended use. Bony union is dependent on a multitude of factors, such as proper reduction, bone quality, patient compliance, implant selection, etc. The lack of additional information prevents a complete analysis of the cause of failure. Additionally, the patients fall may have caused a re-fracture.